Event description:
Pt had a mic-key button 14 fr 1.2 cm placed surgically 4 weeks ago. The button fell out at home with the balloon intact. On inspection, the balloon is asymmetric. One side is flattened and this is likely the reason the balloon was not maintained intra-gastric. This appears to be a mfg defect. New button of a different brand placed without complication, but family very upset that they had to return to ER for replacement so soon after initial placement. Device has been turned over to (B)(6) risk management. They will have access to lot numbers and expiration. (I did not place the device initially. I was simply the person on call when the pt came in with the device out.) Dates of use: (B)(6) 2015. Diagnosis or reason for use: tube feeds.